Event description:
Customer reported unexpected negative reactions on a patient sample tested with capture-r ready screen (crrs) I and ii on the galileo. Repeat testing performed on a new lot of crrs I and ii resulted (B)(6). The sample was tested with capture-r ready ID and an anti-d was identified.

Manufacturer narrative:
Capture-r ready-screen (2) (crrs2) lot x340, expired prior to complaint being referred to product investigation lab. A DHR review was performed to show reactivity of d antigen at the time of product release. Bulk testing: both cells = 4+ (control = 4+ anti-d lot 6k562); wet plate: both cells = 9 (anti-d lot dl13575f); manufacturing dry plate: both cells =8 (anti-d lot dl13575f); final release: both cells = 8 (anti-d lot 0d547-c); all other testing documented requirements were met / pass. No unplanned deviations or oos records raised. Product was approved for release into finished goods on (B)(4) 2011.